Manufacturer narrative:
It was reported that the patient underwent a left hip revision surgery due to metal debris, high cobalt and chromium levels, pain and leg length differential. During the revision the hemi head and sleeve were removed. The bhr cup and femoral stem remain implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. According to the provided implantation report, the cup was deemed to look fine and left in-vivo during the revision due to femoral neck fracture. According to the provided revision report, the patient had an immunologic issue with the metal-on-metal implant and high cobalt and chromium levels and a finding was metal debris. No details about the blood metal ions or immunological issue was provided. As the device is not available, it remains unclear whether the reported metal debris was wear from the articulating surfaces or corrosion from other sources such as the trunnion or whether the use of a new head with the previously used cup could have had a role. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
It was reported that second left hip revision surgery was performed. During the revision, the hemi head, modular sleeve were removed. The bhr cup and synergy stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. The available medical documents were reviewed. The bilateral patients left hip resurfacing was performed in 10/14/2013. The patient underwent a left hip revision in 10/27/2013 following a fall, in which the patient fractured his femur. Patient reports never fully recovering since 2013 and he has had continued problems with his left hip. This past may 2016 the patient decided to have a left hip revision again secondary to pain that was too high and his metal ion levels were high. The clinical information provided, of the elevated metal ion levels and pain may be consistent with a reaction to metal debris. However, the source and the root cause cannot be determined with the available documentation and this patient long list of co-morbid conditions all the released devices involved met manufacturing specifications at the time of production. Further, it cannot be concluded that the reported clinical reactions were associated with a malperformance of the implant. It was also noted that use of a competitor¿s (biomet) liner was implanted at the time of revision, alongside the remaining bhr cup. This activity was performed contrary to the instructions for use of for bhr implants which states under its important medical information, ¿do not mix components from other manufacturers.¿ without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that the patient underwent a left hip revision surgery due to metal debris, high cobalt and chromium levels, pain and leg length differential. Bilateral patient with right hip implants still in situ.